Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination presented no damage or irregularities to the balloon. The proximal end of the stent was damaged. Microscopic examination revealed that the proximal end of the stent had bent, flared, overlapping, and stretched struts. Microscopic examination presented no damage or irregularities to the shafts. Microscopic examination presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities to the manifold. Functional testing was performed by prepping the device with an inflation device filled with water. The inflation device was connected to the inflation port to inflate the device. The balloon was inflated and the stent deployed. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported failure. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon inflation failed. Vascular access was obtained via the femoral artery. The stenosed, 2.75mmx16mm target lesion was located in the mildly tortuous left anterior descending artery. Predilation was performed with a 2x12 maverick balloon catheter. A 16x2.75 omega stent was advanced to treat the lesion. However, during procedure, the balloon could not be inflated inside the artery. The device was removed and the procedure was completed using another 16x2.75 omega stent. No patient complications were reported. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.